Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. The insulin pump also had a stripped battery coin slot.

Event description:
The customer called to report that the display flickers on and off, then fades away. Troubleshooting was performed, and the issue continued. The customer also stated that the battery cap is damaged. Nothing further was reported.